Event description:
It was reported that the 3.5 x 23 mm xience xpedition stent delivery system (sds) was prepared per instructions for use and advanced the lesion. It was observed that the stent was not seen on the balloon via angiography. The sds was retracted from the anatomy and it was confirmed that the stent was not on the balloon. Upon investigation the stent was found in a tray. The procedure was completed with an unknown stent without issue. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4) - failure to follow steps. Evaluation summary: the stent delivery system (sds) was returned for evaluation. Stent dislodgement was confirmed. Based on a visual analysis inspection of the returned device, there is no indication of a product deficiency. A query of the electronic complaint handling database revealed no other incidents for stent dislodgement prior to use reported from this lot. Based on the reviewed information, no product deficiency was identified. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: prior to using the device, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. However, do not manipulate, touch, or handle the stent with your fingers. (It may cause coating damage, contamination or stent dislodgement from the delivery balloon). It was reported the stent dislodged however was not noted until the sds was advanced in the lesion. In this case, the failure to inspect the device prior to entering the anatomy would not have caused or contributed to the stent dislodgement.